Manufacturer narrative:
Our evaluation of the risk, which follows guidance from iso 14971, indicates that the overall risk for the reported failure is low. This evaluation is based on our track and trend analysis and risk management files which are evaluated and updated constantly based on post market surveillance. All the archive samples tested were within the product specification requirements. Received sample analysis confirms the morphological features observed that includes torn and twisted surfaces, irregular sharp edges, and internal deformation lines, clearly indicates that the damage was caused by excessive torsional force applied during use. Therefore, the failure is attributed to mechanical overload resulting from improper handling or application of rotational force beyond the design limits of the component. As part of our continued commitment to our customers, sol millennium will continue to monitor the complaints trend for the reported failure mode and take any corrective action based on our procedures, if a significant pattern emerges.

Manufacturer narrative:
Investigation in-progress. No samples are available of the suspect device. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Customer reported following two complaints, customer description: (B)(4). The problem was that one of the 20 ml syringes was broken at the tip. We couldn't find the tip anywhere, but there is concern about whether there might be a loose piece to watch out for during the surgery. No harm reported. Customer description: (B)(4). A 20 ml syringe tip that snapped off in hub of drug eluting stent when prepping ( de-airing) the stent for delivery. This left the stent unusable, so a new syringe and stent were opened. These were then used to complete stenting. This is a massive expense to the customer. No harm reported.